Event description:
While packing a wound, the wet cotton tip separated from the stick. The tip was removed from the wound without incident. The facility did some "testing" and found that the cotton tips easily separated from the stick after approximately 1-1.5 minutes when wet.